Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Evaluation observed that the force sensor reading was within the calibrated specification with or without the loaded test set and the tubing guide assembly was within the specification as well.the device was found within specification in relation to the customer reported downstream occlusion which was not reproduced. A review of the event history log identified downstream occlusion messages. The reported condition was verified. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.